Event description:
The patient, with highly calcified vessels, underwent an interventional procedure in 2000. The physician closed the arteriotomy with the closer tsl 6 french device. The closure was dry and uneventful and the patient was discharged home. Six weeks following the procedure the patient returned to the hospital presenting with an acute pulsatile mass in the right groin that was identified as a pseudoaneurysm. The patient was taken to surgery for surgical repair of the artery. Surgery was unsuccessful and ultimately the patient's leg was amputated below the knee. Sometime shortly after that the patient was operated on again and the leg was removed at the hip. The treating physician thought a large piece of plaque had cracked along a sizable portion of the length of the leg. The area involved in the pseudoaneurysm was so large as to be unrepairable.